Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte autoguard shielded IV catheters experienced catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: the catheter is too much malleable, catheter ruptures , the catheter tip ruptures so easily and difficulty the puncture process. No medical intervention reported. Notifier was not able to inform if the 360º rotaion was perfomed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters experienced catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: the catheter is too much malleable, catheter ruptures , the catheter tip ruptures so easily and difficulty the puncture process. No medical intervention reported. Notifier was not able to inform if the 360º rotation was performed.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.